Event description:
As reported during placement of a valved PICC device, as the peelable sheath was being removed, one of the wings broke off. The sheath was removed without difficulty and the pt was unaffected. The used device has been returned for evaluation.

Manufacturer narrative:
The reported sheath was returned and visually examined. The device had been peeled apart and was returned in three pieces. One wing was found to have broken off; the other wing remained intact. As this is a purchased component for (B)(4), it was returned to our supplier for evaluation. Upon receipt of our supplier's evaluation and completion of our investigation, a follow-up medwatch will be submitted. (B)(4).